Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer confirmed via DHR that the subject device was shipped in accordance with specifications. No root cause analysis was performed since there was no device malfunction.

Manufacturer narrative:
The device was not returned to the service center for evaluation. As part of our investigation, the ess performed a repair reduction to educate the customer on how to better maintain the facility¿s scopes. In addition, a request for a secondary ess dispatch was initiated to provide the customer reprocessing training. To date, the ess visit has not been finalized. The instruction manual warns the user in the ¿reprocessing before the first use/reprocessing and storage after use¿ section ¿after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance.¿

Event description:
The service center was informed that during a repair reduction observation with an endoscopic support specialist (ess) at the customer¿s site the scope was improperly reprocessed. The ess reported that the facility¿s reprocessing staff was not flushing the auxiliary water channel during pre-cleaning. The staff also connected the cord to the scope without prior testing. The scopes were transported in bins with the control knobs pointed in a downward direction. The scope was placed in the water with the cord attached without having the leak tester turned on. The technician then disconnected the cord from the scope. The scope connector was removed from the water, while the scope remained submerged with the leak tester was turned off. The ess reported that one of the technicians did not wipe the scope down with a lint free cloth or sponge prior to brushing the scope and no suction was performed. There was no patient infection, patient involvement or device positive culture reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Additional information was provided pertaining to the ess observation on october 5, 2020 that states a scope buddy was used when brushing the channels. It was noted that every tech should be reprocessing the scopes the same way so it is ensured that they are properly cleaned. As part our investigation, on november 12, 2020, an endoscopic support specialist (ess) was dispatched to the user facility to perform a reprocessing in-service training. The ess reported that an in-service was provided to the customer that included a demonstration of reprocessing the scope in accordance with the manufacturer¿s recommendations.